Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. The 90% stenotic lesion was located in the calcified and severely tortuous proximal to distal right coronary artery. The physician advanced the 185cm kinetix guide wire to the lesion using a non-bsc guide catheter. The guide wire was then connected to an addwire extension wire. Upon removal the physician encountered difficulty removing the catheter from the guide wire. The catheter and guide wires were removed together as one unit and the guide wires were kinked during removal. The procedure was completed with another device. No complications were reported and the patient's status is good.